Event description:
Related manufacturer report number: 2017865-2025-12780. It was reported that the patient presented to the emergency department. An interrogation of the implantable cardioverter defibrillator (ICD) revealed that inappropriate shock had been delivered due to over-sensed noise exhibited by the right ventricular (rv) lead. The shock caused the patient to go into true ventricular fibrillation (vf), and a subsequent shock was able to convert the patient back to sinus rhythm. Additionally, the device over-sensed noise from the patient's left ventricular assist device. Programming interventions were made. The patient was stable.